Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a history of persistent driveline infection. The patient was implanted in 2010 and has had an infection since at least 2011. The patient is being followed by the hospital's infectious disease team. The patient is currently being treated with oral and IV antibiotics.

Manufacturer narrative:
The original date of event is estimated. Approximate age of device - 4 years and 10 months. The patient remains ongoing with the implanted device and no additional issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.